Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se found the compressor not putting enough flow and the compressor hepa filter dirty and damaged. The se replaced the hepa filter and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator graphic user interface (gui) failed the power on self test (post). There was no patient involvement.